Event description:
A biomedical engineer called to report the drain bag would not fill but would act as though it were filled. Additional info was requested. Additional info was received from a nurse reporting there was no pt injury, but the system had to be rebooted several times during the case until the case was completed.

Manufacturer narrative:
A company service representative examined the system and was unable to duplicate the reported problem. The latch seal was replaced. The system was then tested and met all product specifications. (B)(4).